Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing due to a low signal in the alternate vector, which did lead to an inappropriate shock. Boston scientific technical service was contacted for recommendations, as all vectors were currently showing a low sensing signal. The field stated that vector selection had been chosen manually during implant, due to bradycardia present at that time; however, later the alternate vector was deemed more appropriate during automatic set up testing. An exercise test and x-ray were recommended and performed, confirming programming in the alternate vector was appropriate and no lead or device migration, nor a significant patient weight change, were evident. To date, the system remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.